Event description:
It was reported to philips that the heartstart xl defibrillator provided an occasional discharge. It was clarified that the device charged normally, but sometimes when pressing the discharge button during testing, the device did not discharge. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.